Event description:
It was reported that the catheter was stuck on the wire. The totally occluded lesion being treated was located in the right coronary artery. The physician was using a crossboss catheter to treat the target lesion then exchanged to a different device. The crossboss was flushed and readvanced to the target lesion using a non-bsc guide wire. However, upon removal of the catheter resistance was encountered and the guide wire lost position. The catheter was unable to be removed from the guide wire and the device were removed as a unit. The guide wire was then removed from the catheter and additionally flushing was attempted. The saline appeared to be blocked approximately 30cm from the distal tip. The procedure was completed with different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: there was contrast in the inflation lumen. There was a 12mm bulge in the shaft 1.5mm from the distal end of the proximal hytrel shaft. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the catheter was measured at both ends and is within the crossboss specifications. The guidewire used in the procedure was not received with this device. A .014¿ stingray guidewire was used for functional testing by loading the guidewire into the hub and advancing through the lumen with no resistance. Functional testing was also performed by flushing the lumen with tap water using a 5mm syringe. When flushed the water flowed from the distal tip with no issues. There was no evidence of any material or manufacturing deficiencies contributing to the shaft damage or the reported event. The reported difficulty with the guidewire was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the catheter was stuck on the wire. The totally occluded lesion being treated was located in the right coronary artery. The physician was using a crossboss catheter to treat the target lesion then exchanged to a different device. The crossboss was flushed and readvanced to the target lesion using a non-bsc guide wire. However, upon removal of the catheter resistance was encountered and the guide wire lost position. The catheter was unable to be removed from the guide wire and the device were removed as a unit. The guide wire was then removed from the catheter and additionally flushing was attempted. The saline appeared to be blocked approximately 30cm from the distal tip. The procedure was completed with different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).